Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2008 and the mesh was implanted. It was reported that the patient experienced vaginal bleeding with intermittent pain and occasional difficulty in passing urine which was associated with bleeding. It was also reported that the patient experienced vaginal mesh erosion.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent.